Manufacturer narrative:
Other relevant device(s) are: product ID: 9733625, serial/lot #: unknown, ubd: unknown, UDI#: unknown. System service was performed, and no failures were found. (B)(4). No other products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system kept restarting by itself. This was found during inspection. No patient was involved. It was noted that the probable cause was the ups. Additional information was received. It was reported that the system was plugged into a known functional outlet when it restarted.